Event description:
Patient was revised to address pain. Update: (B)(6) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates increased cobalt and chrome levels, cyst formation, yellowish fluid, hard pseudotumor, scratches on the femoral head and acetabular component, significant evidence of galvanic rotation and galvanic corrosion. Adapter sleeve, stem, and stem sleeve added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.